Manufacturer narrative:
This device is not marketed in us, however, a similar device with product ID 828-090, upn# (B)(4) and 510k# k964275 is marketed in us. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Date of initial surgery: (B)(6) 2013 pre-op diagnosis for initial surgery: scoliosis it was reported that on an unknown date, post-op, the rod at l4 broke. A revision surgery was performed on (B)(6) 2016 to connect the broken part using connectors. No patient complications were reported as a result of this revision surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.